Event description:
It was reported that the customer's insulin pump was broken and a piece was detached. Customer's blood glucose level at the time 180mg/dl. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with a detached end cap, a missing end cap sticker, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.